Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced insulin flow blocked event with the infusion set on (B)(6) 2026, the blockage is likely at the site. And high blood glucose managed with insulin via pump.